Event description:
Patient's meter was reading inaccurately low. Patient had been feeling ill and nervous and had decided to visit their physician. A comparison test was performed at the physician's office. A "375 mg/dl" was obtained on the physician's meter and a "111 mg/dl and 113 mg/dl" was obtained on the patient's meter within 10 minutes. The customer service representative found out through troubleshooting that the patient's meter was incorrectly set to "mmol/l". Which would mean that the readings obtained at the physician's office were "11.1 mmol/l (200 mg/dl) and 11.3 mmol/l (203 mg/dl)". Since the patient never realized the incorrect unit of measurement, they explained that they had been taking less insulin as a result of the low blood glucose readings. The physician treated patient with diabetes medication (unknown name or amount). No other blood glucose readings were provided. Patient reported running quality control tests once every two weeks. Patient was unable to perform a control solution test, since they did not have any solution within the expiration date. The meter is being reported since the patient did suffer an adverse event (375 mg/dl and feeling ill) and there was evidence of user error (wrong unit of measurement).